Event description:
It was reported that the pump touch screen was missing pixels which affected the ability to interact with the pump and read the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.